Event description:
Customer sent a repair request for angulation error issue found during maintenance. There was no patient harm or injury reported. No user injury reported. Device evaluation , service repair noted screw fell out of the control body when the control body side cover was removed during inspection and repair process.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted that the customer reported issue was confirmed. During inspection, the angulation was found inoperative and straining. Additionally, during the repair process the control body side cover was removed and the screw fell out of the control body. Furthermore, the following findings during device inspection were noted : distal end adhesive (lifting). Insertion tube - a-rubber (leaking). Light guide tube ¿ protectors (loose). At this time, there is no information that the fault between screw and angulation error are related. Investigation however is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the screw entered during the previous repair. Olympus will continue to monitor field performance for this device.